Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 5043636 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1200 serial number: (B)(6). Batch/lot number: 365438 model/catalog description: precision montage MRI ipg sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and lead had high impedances. The patient underwent spinal cord stimulation (scs) revision procedure. The patient was programmed great in recovery. The account does not release explanted items so nothing will be returned.

Event description:
It was reported that the patient was experiencing inadequate pain relief and lead had high impedances. The patient underwent spinal cord stimulation (scs) revision procedure. The patient was programmed great in recovery. The account does not release explanted items so nothing will be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event:model number/catalog number: sc-2218-50.serial number: (B)(6).batch/lot number: 5043636.model/catalog description: linear st lead kit 50 cm.unique identifier (UDI) #: (B)(4).model number/catalog number: sc-1200.serial number: (B)(6).batch/lot number: 365438.model/catalog description: precision montage MRI ipg sterile kit.unique identifier (UDI) #: (B)(4).sc-1200 (sn (B)(6)).sc-1200 (sn (B)(6)).sc-2218-50 (sn (B)(6)).investigation result:the device was not returned to boston scientific for analysis.device history record:a review of the device history record (DHR) confirmed that the device met specification prior to shipping.labeling review:a labeling review did not reveal any anomalies as it states: "undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure" and "persistent pain at the ipg or lead site" are a known risks with the use of spinal cord stimulation (scs).investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.